Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open in the proximal section. Preparations were made in advance as per the package insert and ped2-350-30 deployment was attempted; it crossed two tortuous regions and failed to be deployed in the 2nd location. A second resheath was performed, and the product was deployed while the deployment position was adjusted; however, a deployment defect occurred in the same location. The device was replaced with a smaller and shorter ped2-325-20, when deployed in 1 tortuous region, it was deployed with no problem and placement was completed. The proximal section of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed 2 times or less. No other action was taken to deploy the stent. The stent was removed from the patient's body with the microcatheter. The catheter was flushed as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the right I nternal carotid-paraclinoid location. The max diameter was 8.3mm and the neck diameter was 4.2mm. The distal landing zone was 3.14mm and the proximal landing zone was 3.45mm. Vessel tortuosity was strong. The access vesselwas the right internal carotid artery with a diameter of 3.4mm. No patient symptoms or complications were reported.  Ancillary devices: dsc 5f x 115cm us catheter